Event description:
Pt fell hitting back-it is believed that the intrathecal catheter broke at that time of fall. According to doctor as the stylet was slowly removed the distal catheter kinked and later was found to be leaking cerebrospinal fluid. The damaged site was removed-the rest of the catheter was ok. Returning broken cath for assessment. Pt doing well.